Event description:
It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to possible infection. Intraoperatively the surgeon noted that there was no infection. The surgeon removed and replaced the polyethylene bearing. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2013 due to possible infection. Intraoperatively the surgeon noted that there was no infection. The surgeon removed and replaced the polyethylene bearing. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay the revision date, which was unknown at the time of the initial medwatch.